Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with user variance/technique (tracker array movement). Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during cori tka procedure, the drill disconnect issue happened twice (B)(4) along with a tibia bone model error (B)(4). They were able to continue with a delay of fewer than 30 minutes and no patient harm. Additionally, after the case, the spd department notified that one drill attachment had an issue in the wash and it looks like it was bent a little on the inside (B)(4). No other complications were reported.